Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, when the balloon was inflated in the lesion area, it was noted that the balloon ruptured. The procedure was completed using a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, when the balloon was inflated in the lesion area, it was noted that the balloon ruptured. The procedure was completed using a different device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal to the distal end of the proximal marke rband. An examination of the balloon material and marker band identified no issues which could potentially have contributed to this complaint. No other issues were identified during the product analysis.